Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected, a cut mark was noted at the connection between the ventricular connector and the needle chamber. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve failed the test for leak due to the cut. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to improper handling of the device in view of the cut mark at the connection between the ventricular connector and the needle chamber. The root cause for the ¿cut mark¿ is due a sharp or pointed object coming into contact with the valve in view of cut mark at the connection between the ventricular connector and the needle chamber. As noted in the surgical procedure precautions section in instructions for use (IFU), silicone has a low cut/tear resistance.

Event description:
A physician reported a certas valve (ID 828814) was implanted via ventriculoperitoneal (vp) shunt on unknown date with setting 2. Due to shunt malfunction the valve was removed and replaced on (B)(6) 2023. The explanted valve was broken at the connection between the valve and siphon guard. The valve was flow tested and water leaked from the valve. The physician believed that the valve possibly had an external impact since the valve was placed behind the auricle. According to information provided, it is unknown if the patient had a fall or head injury. It is also unknown if patient had any signs and symptoms due to product failure. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.